Manufacturer narrative:
The sensor was received by lifewatch on 03/21/2010 and preliminary testing has been completed. The device passed all aspects of testing and operated according to specification. Visual inspection did not reveal any abnormalities. Sensor long test, simulator testing, lead wire test and visual inspection, and thermal testing of the act sensor and act monitor passed. The device shall be shipped to the manufacturer for further evaluation. Associated accessory device: act monitor, model # com001, serial number (B)(4).

Event description:
The patient reported she was doing work around the house, and once or twice she heard a little sound and felt a pinch. Although there was no long term injury, no physician intervention, and no medications prescribed, an MDR is being filed as a conservative measure. She reported it occurred may be a week or so prior to (B)(6) 2011. The patient was unsure where she felt the shock come from. She does not think the device was warm at the time of the event and did not notice anything unusual about the device before the occurrence. She reported the shock feeling like a quick pinch, and she thinks it may have been more at the top. It was sudden, intermittent (1-2 times), and remained steady. The patient reported she had electrode skin irritation prior to the event. At the time of the event, she was walking around the house and possibly vacuuming. She was in contact with materials that may have caused a static shock.